Event description:
It was reported that the patient had been hospitalized due to hyperglycemia on (B)(6) 2024. The patient's blood glucose levels reached 500 mg/dl with ketones of 0.2. The pod was worn between 5 and 24 hours on the hip/buttocks. Symptoms reported include not feeling well and vomiting. The patient was treated with saline drip and an injection for stomach sickness. Hyperglycemia treated with a new pod. Patient was released from the hospital after 9 hours on the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.